Event description:
Customer stated he went to the dr. And was advised he had an allergic reaction to the condom or lubricant used in the condoms.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc is submitting this report on behalf of the manufacturer.